Event description:
A caller reported that the wake button was sticking and often not responsive. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.